Manufacturer narrative:
The sensor kit expiration date is 30-apr-2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional and received mupirocin cream for treatment. There was no report of death or permanent injury associated with this event.